Manufacturer narrative:
This report is submitted on 28 april 2021.

Manufacturer narrative:
This report is submitted on november 2, 2020.

Event description:
Per the clinic, the patient experienced an infection (site of infection unknown) which was successfully treated with oral and IV antibiotics. The device was explanted on (B)(6) 2020. It is unknown if there are plans to re-implant the patient with another device.